Event description:
Pt began working as a dental assistant in approximately 1990. Pt further alleges that they continued to work as a certified and registered dental assistant until 1995, when they left their occupation due to developing type I immediate hypersensitivity to latex. They also allege that they developed type I, life threatening immediate hypersensitivity to latex as a result of their exposure to nrl allergens from the latex gloves they wore and the latex gloves which dental personnel wore around them due to both cutaneous contact and airborne exposure to aeroallergens. Furthermore they allege that they have in the past and will continue in the future to be required to expend monies for medical care and treatment as a result of their injuries and will suffer wage loss and loss of earning capacity. They allege that they have been caused to suffer great pain and suffering and will continue to suffer in the future. They also allege that their severe sensitization to latex has caused severe restrictions in their life as to where they can go and what they can do to avoid life treatening reactions. Furthermore, they allege that is has also caused tremendous mental strain and emotional stress because of the drastic changes in their life as well as the lives of their family. They allege that the defendants failed to warn them of the risk of sensitization to latex and allergic reactions, especially life threatening reactions; and that the defendants failed to ensure that the gloves were safe for healthcare workers who would be wearing them all day. They also allege that they have suffered humilation, anxiety, embarrassment, outrage, and other mental suffering and severe emotional distress. Finally, the pt's spouse alleges that they suffered the loss of support, services and companionship of the pt.